Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels between 50-80's (mg/dl). Reportedly, the customer waited to see if bg level increased, if not, they drank juice. It was noted that the suspected cause of the bg level was not eating enough to account for insulin delivery. Reportedly, the customer discussed the bg level with their healthcare provider (hcp) and the hcp may change the pump settings as the customer recently switched from u-100 to u-500 insulin.